Event description:
It was reported that the patient received inappropriate hv therapies due to suspected lead fracture. Noise was observed during pocket manipulation and arm movement. The diagnostic imaging was inconclusive for fracture. Since the patients condition has imp

Event description:
It was reported that the patient received inappropriate hv therapies due to suspected lead fracture. Noise was observed during pocket manipulation and arm movement. The diagnostic imaging was inconclusive for fracture. Since the patients condition has improved, the physician elected to deactivate the ICD system. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.